Event description:
The customer reported that erroneously positive benzodiazepine (bnzg) results were generated from a unicel dxc 600i synchron access clinical system for an unknown number of patient samples for a specific synchron systems benzodiazepines (bnzg) reagent lot. Instrument bnzg quality controls results recovered as positive for negative qc control materials during the timeframe of this event. No erroneous bnzg results were reported outside of the laboratory hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. Initial results were repeated at a third party laboratory. The repeat results were different from the initial results, and were considered valid. The customer changed synchron systems benzodiazepines (bnzg) reagent lots, and quality control results responded by returning back into established specification range. Data provided by the customer indicates the generation of an initial positive bnzg result, which upon repeat on another instrument generated a negative repeat result. The samples were urine patient samples.

Manufacturer narrative:
Event appears to be reagent related. Service was not dispatched to the site for this event.